Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and oversensing (no specific measurements were provided to the customer). Pacing was inhibited resulting in greater than two consecutive seconds of asystole. A revision procedure was performed. Left venous access was occluded. This pacemaker and rv lead were surgically abandoned (capped) and the physician elected to implant a new pacemaker and lead system on the right side. No additional adverse pt effects were reported. The lead was actively implanted for approximately 14 years, 2 months.